Manufacturer narrative:
The sections have been updated accordingly: as reported, a 4 x 40 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for pre-dilatation. However, the pressure did not rise more than twelve (12) atmospheres (atm) and it was confirmed that the balloon ruptured after removal. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. An ipsilateral approach was made. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast media used was visiparque injection. The contrast to saline ratio was 50 %. The brand of inflation device used was goodman. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was straight and heavily calcified. The percentage of stenosis was 90 %. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflate inflated only at 12 atm. No leakage was observed from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12 atm. The product was removed intact (in one piece) from the patient. No reported patient injury, and the patient already left hospital without any complication. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17564792 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (90% stenosis with heavy calcification) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 4mm 4cm 155 was inserted and inflated as a pre dilatation. However the pressure did not rise more than 12 atm and it was confirmed that the balloon ruptured after removal. Therefore it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. An ipsilateral approach was made. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast media used was visiparque injection, dai-ichi sankyo co.¿ltd.. The contrast to saline ratio was 50 %. The brand of inflation device used was goodman. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was straight and heavily calcified. The percentage of stenosis was 90 %. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflate inflated only at 12 atm. No leakage was observed from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12 atm. The product was removed intact (in one piece) from the patient. No reported patient injury, and the patient already left hospital without any complication. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17564792 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a saber rx 4 mm 4 cm 155 was inserted and inflated as a pre dilatation. However the pressure did not rise more than 12 atm and it was confirmed that the balloon ruptured after removal. Therefore it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. An ipsilateral approach was made. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.